Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was observed to be leaking during the load process. In addition, it was reported that resistance was felt when filling the cartridge during the load sequence. The customer's blood glucose level was 300 mg/dl. Reportedly, the customer changed the cartridge and was able to resume insulin delivery.